Event description:
On (B)(6) 2014, a 29mm epic valve was implanted using everting mattress sutures with pledgets in the mitral position. There was no significant calcification observed at the patient¿s native mitral annulus. On an unknown date in 2016, echocardiography was performed and a leakage associated with moderate level of mitral regurgitation (mr) was suspected; however, the patient was asymptomatic and was being monitored carefully without any treatment. At the end of (B)(6) in 2018, pulmonary hypertension (ph) was increasing and tricuspid regurgitation was confirmed. On (B)(6) 2018, the 29mm epic valve was explanted and a 27mm carpentier-edwards perimount magna ease mitral heart valve was implanted. At the time of explant the physician noted that two leaflets around the a2 and a3 positions on the anterior leaflet side appeared to be torn. The leaflet, sewing cuff, and stent damage occurred during explant of this valve. The patient is reported stable.

Manufacturer narrative:
An event of torn cusps in the retuned 29mm epic valve was confirmed. An event of regurgitation was also reported. Gross morphological and histopathological examination revealed all thee cusps were torn. Thinning and loss of collagen fibers was also observed on all three cusps. The thinning and loss of collagen fibers were most severe at the bases of all three cusps. No inflammation or significant calcifications were observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.